Event description:
The customer received blood glucose readings between 345-500 81-121 mg/dl from another meter. The difference between the readings falls in the "c" and "d" zones of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer declined to troubleshoot or have any product replaced before ending the call. No product will be returned.

Manufacturer narrative:
The customer ended the call before her personal info or product info could be obtained. It's not possible to determine the manufacture date or 510k number (g5) without the meter product code and serial number.